Event description:
Since (B)(6) 2009, the pump was repositioned 4 times. The last time was 5 weeks ago. Allergy testing was done and was negative; however, the pt's body was having some type of reaction to the device. The pt's incision was reddened; there was fluid in the pocket; and the device was loose again/flipping over. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).